Manufacturer narrative:
Performance testing completed on 06/18/2017 was within the specified limits. Investigation activities continue.

Manufacturer narrative:
Coding updated to reflect performance testing previously reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause for the non-reproducible high test results is a pre-analytics issue (too short clotting time and potentially too short centrifugation time). Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable high results for two patient samples using the elecsys troponin t stat assay (tnt-hsst) with the cobas 6000 e 601 module. All results are in units of pg/ml, and all were released outside the laboratory. Patient a: the initial result was 45.03. On (B)(6) 2017, the repeat result was 5.82. A new sample was taken with a result of 4.54. Patient b (male,(B)(6)): on (B)(6) 2017, the initial result was 65.13; the repeat result was 19.53. A new sample was taken with a result of 5.76. There was no allegation that an adverse event occurred. The tnt-hsst reagent lot number is 17645200 with an expiration date of 12/31/2017. Qc was acceptable on the date of the event. A review of the alarm log information showed no issues. Clotting time for the samples was too short. There was no foam present in the reagent. Investigation activities are ongoing.